Manufacturer narrative:
No device associated with this report was received for examination. A worldwide complaint database search found no other reported incidents against the provided product/lot combinations since release for distribution. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This complaint is under investigation. Depuy will notify the FDA of the results of the investigation once it has been completed. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Clinical der states an ae for implant wear. Update 04/18/2017--medical records received via mail. On 4/18/2017: medical records received. After review of the medical records for MDR reportability, the patient was also experiencing instability, pain, and synovitis. There is no new information that would change the existing MDR decision. This complaint was updated on: 5/10/2017. Update may 05, 2017 and may 10 2017: additional information received. It was reported that the patient was revised to address poly exchange, osteolysis, bone defects found in the femur, tibia and patella, and loosening of the femoral component and patella at the cement to implant interface. Cement manufacturer is unknown. This complaint was updated on may 18, 2017.